Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Patient information: no patient data received at this moment. Samples received: 4 unopened and 1 open racepacks. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in the warehouse. Four closed samples, and an open used unit with the first pack with a detached needle (thread is missing) was received. No analysis can be done to the open and used sample received. A needle attachment strength test was performed on the closed samples received and the results fulfill the requirements of the (B)(6): 2.77 kgf in average and 2.41 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident was taken in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
It was reported by the healthcare professional "the needle became loose from the thread during a hernia surgery." Additional patient information has been requested. When additional information is received a follow up report will be submitted.